Manufacturer narrative:
Tech went out and on 11/12/2025. The evaluation of (B)(6) jazzy is complete. To sum up our tech's findings, it looks like at the time of the incident the anti-tippers on her power chair were not extended while attempting to move through a door that was not handicapped accessible. Tech made sure they were fully extended and then educated the customer on keeping her power chair on flat surfaces to prevent future tips and falls. There's no damage noted to her jazzy carbon chair. Updated the "date received by manufacturer".

Event description:
Consumer alleges she was at a wedding, when going through the bathroom door, she's unsure if she went too fast or the chair allegedly lurched forward, which she alleges it does sometimes and her outstretched foot (to help open the door) went up a wall that was right inside the door. The chair allegedly proceeded to go up the wall as well until it tipped over backwards and she hit her head on the cement floor.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges she was at a wedding when going through the bathroom door she's unsure if she went too fast or the chair allegedly lurched forward, which she alleges it does sometimes and her outstretched foot (to help open the door) went up a wall that was right inside the door. The chair allegedly proceeded to go up the wall as well until it tipped over backwards and she hit her head on the cement floor.